Event description:
It was reported that this pacemaker system was found to exhibit oversensing on the right ventricular (rv) lead. A revision procedure was performed, the pacemaker and rv lead were explanted and replaced with a new device and lead. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was found to exhibit oversensing on the right ventricular (rv) lead. A revision procedure was performed, the pacemaker and rv lead were explanted and replaced with a new device and lead. No additional adverse patient effects were reported. Additional information was received from the field representative that reported that the oversensing issues was observed on the right atrial (ra) lead and not the rv lead and the lead revision was performed on the ra lead due to lead integrity issues observed on the ra lead. The pacemaker and ra lead were successfully explanted and replaced with new device and lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b5:-describe event or problem.